Event description:
The reporter noted, "we have a case done in military hospital where the screw head displaced from its pedicular head after less than 2 months. At fixation, the screw was in position. But after about 2 months it came out from its head. The surgeon suspects that it may have come out earlier. The surgeon suspects that the displacement from the head means its poly axiality and the pressure loading capacity is not good and will be difficult to handle in scoliosis." Additional information was requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.